Event description:
It was reported by service report that the fowler cylinder was spongy and it only had half of the force to keep it up. The customer could not determine whether there was patient involvement, however, no adverse consequences are reported.